Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal and proximal conductors were distorted. The distal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut. The lead was damaged at implant. .

Event description:
It was reported that during the implant, the right atrial (ra) lead threshold "increased significantly" from the testing which took place on the analyzer and testing after being connected to the device. The lead was then repositioned and in the process of repositioning, the ra lead fractured. The lead was removed and a new lead implanted. The fractured lead was returned to the manufacturer. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.